Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received and an occlusion alarm. Customer reloaded the same cartridge and the reported issues were resolved. Customer's blood glucose was 440 mg/dl at its highest.